Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review and remediation per (B)(4) due to an FDA audit observation. This information was received from the product surveillance registry (psr) mechanical circulatory support (mcs) therapy base. Product event summary: (B)(4) was not returned for evaluation. The reported low flow event could not be confirmed via review of the controller log files since log files covering the reported event date were not available for analysis. Information provided by the site indicated that, in addition to low flows, the patient experienced low pulse index and hypoxia and felt lightheaded post-implant; the patient was started on intravenous medication. Based on the available information, including the occurrence of the event within six days of implant, the device may have caused or contributed to the reported event. Based on the risk documentation, possible causes of the reported low flow event may be attributed to multiple factors including but not limited to poor vad filling, thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, and/or inappropriate pump rotational speed. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post implant the patient experienced low pulse index, hypoxia and felt lightheaded. The ventricular assist device (vad) also exhibited low flows. The patient was started on intravenous (IV) medication. The vad remains in use. No further patient complications have been reported as a result of this event.